Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of clip failed to release from catheter. The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is undeterminable. This is defined as a complaint in which review and analysis of all the available information fails to indicate a root cause or probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.